Manufacturer narrative:
Mitral annular tears may occur as a complication of cardiac surgery involving fragile tissue or technical reasons. Most tears require urgent intervention to repair the tissue. If there is evidence or an allegation that the ew device caused or contributed to the event or the tear requires intervention after the initial surgery, the event would be reportable. In this case, there was no evidence of oversizing but it is not possible to fully disassociate the device from contributing to the injury and the patient had to return to surgery on pod #1 for explant. Based on the available information, the root cause of the stenosis remains indeterminable. However, it is likely that patient and procedural factors contributed to the event. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via patient registry that a 25 mm mitral valve was explanted on pod #1 due to an annular tear and perivalvular leak. Another 25 mm mitral valve was implanted in replacement. Per obtained medical records, the patient underwent an aortic valve replacement with a 19 mm pericardial valve, mitral valve replacement with a 25 mm pericardial valve, and tricuspid valve repair with a 25 mm ring (unknown manufacturer). She initially was doing well in sinus rhythm but several hours postoperatively developed hypotension. A transesophageal echo showed tamponade despite no significant bleeding. She was found to have a coagulopathy and was taken to the operating room for a mediastinal exploration. No bleeding source was found likely due to the coagulopathy and a possible sternal source. Transesophageal echo now showed severe perivalvular leak; an increase from mild when she had left the operating room previously. She was placed on cardiopulmonary bypass for redo mitral valve replacement. The left atrium was opened and no perivalvular leak was observed from the aortic valve replacement. The mitral prosthesis was then removed and revealed an annular tear ¿at 9:00 at the left hand commissure¿. A new 25 mm prosthesis was implanted using 2-0 supra annular pledgeted sutures circumferentially with preservation of all of all posterior cords. At the area of the perivalvular leak, extra pledgeted sutures and one figure-of-eight pledgeted suture was placed to secure the annulus. The new prosthesis appeared to be watertight and working well. The right ventricle was somewhat stunned but with an acceptable cardiac index. Echo showed mild central mitral regurgitation and an increase in tricuspid regurgitation. An intra-aortic balloon pump was placed for hemodynamic assistance postoperatively. The patient was recovered and was discharged home in stable condition on post-operative day 11.

Manufacturer narrative:
Reference CAPA-20-00141.